Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor reset during a pulse test. The cause for the failure was isolated to defective t3 transformer on the defibrillator pca. The root cause for the defective transformer could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor displayed a service code 102 - charge profile fault.